Event description:
One 2.5mm x 24mm endeavor sprint rx drug-eluting stent and one 2.5mm x 8mm endeavor sprint rx drug-eluting stent (MFR report # 2953200-2009-01357) were implanted, overlapping, for treatment of a target lesion. It is reported that a dissection occurred before stent implantation.

Manufacturer narrative:
Secondary intervention, additional stent implanted. Evaluation, results: dissection.